Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of four reports (3007042319-2016-00130, 00131, 00132 and 3007042319-2016-00133) submitted for devices related to the same event.

Event description:
It was reported by the medical personnel the controller changed from one power port to the other one before batteries are down to 25% (>25%). The batteries were replaced and there was no reported effect on the patient. Investigation is ongoing.

Manufacturer narrative:
Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis. Analysis of the battery (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but functional testing due to exhibiting a high max error of 5%, indicative of a unit that is out of calibration. The high max error increases if the patient does not drain their batteries down to 25% before changing them. This is an incidental finding and not related to the reported event. There are no apparent contributing clinical factors to the reported event. The reported event could not be confirmed or duplicated at the bench level. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of four reports (3007042319-2016-00130, 00131, 00132 and 3007042319-2016-00133) submitted for devices related to the same event.